Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the bd discardit¿ ii syringe plunger while using the dialysis machine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "syringe is leaking from plunger while using on dialysis machine".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301001 and lot number 2107534. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. Two pictures were returned; however, the pictures showed the packaged product and not the reported issue. Twenty retained samples were obtained for evaluation; however, no signs of leakage were observed within the retained samples. Based on the investigative sample findings, the reported issue could not be confirmed.

Event description:
It was reported that leakage occurred past the bd discardit¿ ii syringe plunger while using the dialysis machine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "syringe is leaking from plunger while using on dialysis machine"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the bd discardit¿ ii syringe plunger while using the dialysis machine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "syringe is leaking from plunger while using on dialysis machine".